Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro jaws turned red during activation while in the patient's leg. A replacement vh-3000 was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.